Event description:
(B)(4) study. It was reported that shortness of breath and in-stent restenosis occurred. In (B)(6) 2013, the subject presented with stable angina and was subsequently diagnosed as myocardial infarction. Cardiac catheterization was recommended. The target lesion was located in the proximal left anterior descending (lad) with 99 % stenosis and was 10 mm long with a reference vessel diameter of 3.2 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 16 mm pe plus stent. Following post dilatation, residual stenosis was 0 %. The subject was discharged on aspirin and prasugrel the next day. In (B)(6) 2013, the subject presented with shortness of breath and was hospitalized on the same day. Cardiac catheterization was recommended. The the 80% stenosis located in the mid lad was treated with percutaneous coronary intervention and the 80% restenosis of the previously placed study stent located in the proximal lad was treated with coronary arter bypass graft with left internal mammary to diagonal, bridge to lad, and saphenous to obtuse marginal. Seventeen days post procedure, the event was considered as resolved and the subject was discharged.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that medications were given to treat the event and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2013. (B)(4).

Event description:
It was further reported that medications were given to treat the event and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013 residual stenosis was 0% post percutaneous coronary intervention (pci). Nine days later, the patient was hospitalized and an intra aortic balloon was placed. Post operation, the patient experienced profound hypotension and cardiogenic shock which was eventually extubated with oxygen requirement, vasopressors and ionotropexxx requirement. Effient was restarted during this hospitalization which was previously discontinued due to epistaxis. In (B)(6) 2013, the patient had left thoracentesis for 600ml of fluid after recurrent left pleural effusion. Two days after, a repeat left thoracentesis for 450ml of fluid was performed.